Event description:
Letter from atty states that needle breakage occurred while closing fascia following laparoscopic cholecystectomy. Fragment fell into open incision, x-rays were taken, but fragment was not able to be located or retrieved and pt is alleging "emotional turmoil" as a result.